Manufacturer narrative:
This mfg report 2249723-2023-03603 is being cancelled. It is a duplicate of complaint ot 871765 / mfg report number 2249723-2023-03725.

Event description:
This mfg report 2249723-2023-03603 is being cancelled. It is a duplicate of complaint ot 871765 / mfg report number 2249723-2023-03725.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called regarding a pump in the cvor would not boot up past the blue screen. The patient went into the cvor on the pump, during the case the pump was powered off and when it was restarted after the case she noted a high pitched scream and it wouldn't get past the blue screen. Customer was concerned because all the backup pumps were waiting repair and stated the patient was able to come off of therapy in the ICU, they used that pump for the or patient and no other pumps were available. There was no patient harm reported.